Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. No unexpected no delivery alarms noted. Unit received with the no delivery alarm functioning properly. Unit was unable to download to due to multiple displayable history crc check failed alarms in history screen. The displayable history crc check failed alarms are due to corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a not received no delivery alarm. Blood glucose level at the time of the incident was high due to bent cannulas. During troubleshooting, the insulin pump did not exit in less than 5.0 units. High pressure test was performed and failed. The insulin pump was replaced and will be returned for analysis.